Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she keeps getting a no delivery alarm on the insulin pump. Customer stated that she receives the no delivery alarm during manual prime but last night it was due to basal delivery. Troubleshooting was performed and customer stated that the insulin did exit the tubing. Customer stated that she filled the tubing to 6.9 units of insulin and received a no delivery alarm. Customer stated that the pump alarmed no delivery. Customer stated that she changed out the infusion set, reservoir, and insulin. Customer stated that she received the alarm when she primed the tubing and rewound the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.